Event description:
The customer stated that he was treated by the paramedics for low blood glucose levels. The blood glucose levels were too low for the glucose meter to read. The customer stated that he exposed the insulin pump to an MRI prior to the event. The customer stated that the insulin pump is not alarming motor error and no delivery. The customer was advised to discontinue using the insulin pump as it needed to be replaced. The customer was advised to always remove the insulin pump prior to having an MRI procedure done.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.